Manufacturer narrative:
The investigation has been completed. The device was not returned for benchtop evaluation and investigation. Clinical review stated that a complication hemorrhage was noticed after removal of the pell away sheath. No pre-dilation was done prior to implant. Hemorrhage into the thigh with hematoma formation due to which compressions of the femoral artery was observed resulting in reduced perfusion of the leg. The pump had to be surgically removed. After removal/evacuation of the hematoma in the course of the pump explant, the leg was again well perfused and warm (no ischemia). No new pump was implanted. The root cause of the access site bleeding issue was use related to improper technique. The root cause of the ischemia issue was use related to compression of the femoral artery caused by hemorrhage formation during peeling away sheath.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 69-year-old female patient was treated for acute myocardial infarction/cardiogenic shock and received hemodynamic support with an impella cp smartassist heart pump. Access site bleeding occurred after removal of the 14 fr peel-away introducer sheath. The bleeding caused a hematoma to form in the thigh, which pressed distally on the femoral artery and resulted in slightly reduced blood flow to the leg. The impella cp had to be surgically removed. A new impella heart pump was not used. After the hematoma was removed during the surgical procedure, the leg had good blood circulation again.